Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated that she jumped in the pool while wearing the insulin pump. The battery was changed without any results. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.